Event description:
Subsequent to the initially filed report, the account stated that the common femoral artery was used as the access site and a non-abbott balloon was used during the procedure. The device was received, and the polymer coating was noted separated and the separated pieces were not returned; however, the account confirmed that there was no polymer left in the patient. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretching was confirmed. The reported break was confirmed as a polymer separation. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the anterior tibial artery with none tortuosity. The ht command 18 guide wire was being advanced and could not advance further through the non-abbott guiding catheter. During removal, the guide wire became stuck with the catheter; therefore, both were removed together. The guide wire was noted unraveled but remained intact. Another command guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided